Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to be implanted into the left ventricle. This is considered an off-label use. Due to the increased risk associated with the off-label use, a revision procedure was attempted to reposition the right ventricular (rv) lead. The lead was unable to be explanted and repositioned. Remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received identifying that the right ventricular (rv) lead passed through the atrial septum into the left atrium across the tricuspid valve and then into the left ventricle (lv). The physician then used a locking stylet to remove the lead from the lv, but the lead never made it past the septum and was against the left atrial septum. The lead tip then separated from the rest of the lead upon attempt to carefully explant the lead. The lead tip then became wedged into the septum. The right atrium was then opened up and the lead tip was able to be removed. No additional adverse patient effects were reported.